Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Event description:
--

Manufacturer narrative:
Subsequent information was received that the physician suspected a fracture in the non-boston scientific defibrillation lead. The patient has an additional pace/sense lead implanted at this time. The patient was referred to another clinic for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that a revision procedure was performed approximately seven weeks later. The non-bsc defibrillation lead was capped and surgically abandoned and a new defibrillation lead was successfully implanted. No adverse patient effects were reported. Available information suggests that this crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.